Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that immediately following implantation, after the pocket had been closed, the right ventricular (rv) lead experienced a gradual rise in both impedance and capture thresholds. Fluoroscopy pictures were taken to evaluate the rv lead and the helix of the lead appeared to not be fully deployed. The pocket was reopened and the rv lead was repositioned successfully. No patient complications have been reported as a result of this event.